Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device needed calibration. It only cut on 1/2 of the blade. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the unit was found by the technician to have noisy rpms and the control bar was not in the correct position. The motor was replaced and control bar was adjusted and resolved the reported issue. It was noted that the device was manufactured in 2021 and has not since been returned for annual preventative maintenance since then. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.